Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant, the stylet was not able to be fully inserted into the right ventricular lead. Additionally, the low voltage impedance was high and out of range. The lead was removed and replaced during the same procedure. The patient was in stable condition.